Manufacturer narrative:
The product is unavailable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 7 months after the dental implant was placed in ada site 6 in the mouth, the implant fractured and had not integrated. Clinician noted patient's infection, mobility and insufficient bone quality/quantity. The site was grafted. There were no reported post-operative complications.

Manufacturer narrative:
The product is unavailable for investigation. Exemption number: e2015015.

Event description:
The clinician reported that 7 months after the dental implant was placed in ada site 6 in the mouth, the implant fractured and had not integrated. Clinician noted patient's infection, mobility and insufficient bone quality/quantity. The site was grafted. There were no reported post-operative complications.

Manufacturer narrative:
The product is unavailable for investigation. Exemption number: e2015015. The device was not received by the manufacturer.

Event description:
The clinician reported that 7 months after the dental implant was placed in ada site 6 in the mouth, the implant fractured and had not integrated. Clinician noted patient's infection, mobility and insufficient bone quality/quantity. The site was grafted. There were no reported post-operative complications..(B)(4).

Manufacturer narrative:
The product is unavailable for investigation. Exemption number: e2015015. The device was not received by the manufacturer. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that 7 months after the dental implant was placed in ada site 6 in the mouth, the implant fractured and had not integrated. Clinician noted patient's infection, mobility and insufficient bone quality/quantity. The site was grafted. There were no reported post-operative complications. (B)(4).